Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes, d9: returned to manufacturer on: 2023-05-25. H.6. Investigation summary: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for cracked barrel was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode cracked barrel. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that during use bd preset¿ eclipse¿ was found damaged. No patient injury was reported. The following information was provided by the initial reporter: the customer reported that syringe was found to be damaged during use.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that during use bd preset¿ eclipse¿ was found damaged. No patient injury was reported. The following information was provided by the initial reporter: the customer reported that syringe was found to be damaged during use.